Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report one of two for this event. Reference report 3004485144-2016-00268.

Event description:
It was reported that the crosslink set screw didn't fit with driver.

Manufacturer narrative:
The returned cross connector was evaluated. There was material deformation inside the hex drive feature of the center set screw. The deformation allowed the no go hex gage to go into the hex. The deformation was consistent with damage that is seen when the driver is not fully engaged within the screw hex. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.